Event description:
"Secondary insertion, under visualization. Pt insufflated at time of event. Reportedly the blade penetrated the cecum and nicked the iliac vessel. Amr rep not present (late pm case). No malfunction reported. Converted case to open. Pt required repair of cecum and iliac vessel."

Manufacturer narrative:
Upon receipt and eval of incident device, a follow-up report will be submitted.